Event description:
It was reported that vessel spasm occurred as the guidewire was being removed. Pavarin (dose unknown) was administered and post removal of the guidewire, a "very little hemorrhage was found" (exact location unknown). In response to the bleeding, the physician neutralized the heparin and discontinued aspirin for two days and the clopidogrel for one day. The patient was reported to have a light subarachnoid hemorrhage and thrombosis of the right middle cerebral artery that resulted in partial aphasia.

Manufacturer narrative:
A review of the device history record (DHR) confirmed that the device met all material, assembly and performance specification. The device is not available; therefore, physical analysis cannot be performed. Information available indicated that no resistance was encountered during advancement of the guidewire, the patient's anatomy was moderate and a little excessive force was used during removal of the device from the patient's body. The risk of the reported event is noted within the direction for use (dfu). It is likely that anatomical factors may have contributed to the reported event. Therefore, a root cause of operational context has been assigned to this event.

Event description:
It was reported that vessel spasm occurred as the guidewire was being removed. Pavarin (dose unknown) was administered and post removal of the guidewire, a "very little hemorrhage was found" (exact location unknown). In response to the bleeding, the physician neutralized the heparin and discontinued aspirin for two days and the clopidogrel for one day. The patient was reported to have a light subarachnoid hemorrhage and thrombosis of the right middle cerebral artery that resulted in partial aphasia.